Event description:
It was reported that this right atrial (ra) lead was dislodged which was confirmed by x-ray. During device check, it was noted that the ra sensing measurements were normal but there was no pacing. No adverse patient effects were reported. Currently, this lead remains in service.